Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. The insulin pump received with cracked reservoir tube lip and minor scratches on display window.

Event description:
It was reported via phone call that the insulin pump had an unresponsive keypad. The esc, act, and down key are unresponsive. The customer changed the battery to attempt to resolve the issue, but it continued. The caller did not know the blood glucose reading. There were no significant events leading to the alarm observed. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.